Event description:
The customer reported that the pump screen was dark and would not turn on. The customer's blood glucose level at the time of the issue was 8.9 mmol/l, which is within the normal range, indicating no adverse impact. Technical support guided the customer through troubleshooting steps and ultimately decided to replace the pump.